Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. There was no reported device malfunction and the product was not returned. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.50x15mm xience sierra stent was implanted on (B)(6) 2019. The patient presented with non st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2019 the patient was re-admitted with cardiovascular symptoms including chest pain. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.